Event description:
On (B)(6) 2025, the following information was provided by the tissue viability nurse: on or about (B)(6) 2025, the patient underwent surgical debridement and placement of the activ.a.c.¿ therapy unit to a laceration to the right lower leg; the wound was a superficial and would not be indicated for v.a.c.® therapy. The device was turned off overnight due to an unknown reason, and the v.a.c.® dressing was left in situ. The pump was restarted in the morning; after restarting v.a.c.® therapy, there was a period of bleeding. The nurse initially decided to remove the device but was advised by the medical team that ¿the blood was old, and the patient was being monitored¿; v.a.c.® therapy continued. Despite a second bleeding episode, v.a.c.® therapy was not stopped. The patient experienced a cardiac arrest attributed to hypovolemia and anemia; the patient expired several days later. On (B)(6) 2025, the following information was provided by the representative: the healthcare provider believes that v.a.c.® therapy may have caused or contributed to the patient¿s death. The exact date of the alleged event is unknown but occurred sometime between 19-jun-2025 and 24-jun-2025. On 21-jul-2025, a device evaluation was completed by solventum quality engineering. On 14-jun-2024, the device was tested per quality control procedure by a solventum service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2025, the device was placed with the patient. On 25-jun-2025, the device was tested per quality control procedure by a solventum service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged cardiac arrest resulting in the patient's death is related to the activ.a.c.¿ therapy system. The patient recently underwent surgical debridement, and the wound was noted to be superficial. The device passed quality control checks before and after patient placement. The tissue viability nurse indicated the patient¿s wound recently underwent surgical debridement, and would not be indicated for v.a.c.® therapy because it was superficial. Additionally, the patient experienced multiple bleeding episodes, and the activ.a.c.¿ therapy system was left on against the nurse¿s advice. Therefore, this event is being reported due to potential use error. Device labeling, available in print, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection. Trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Warnings protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.